Event description:
The customer reported that the bolus reminder on the insulin pump doesn't function properly. They hear three consecutive beeps when they check the blood glucose on the device, which occurs about ten times a day. She stated that she has her old insulin pump near by, but that's not the problem, since the beeping occurs when she is in her office and the old device is not in that room. She stated this was the second device with the same problem. She had unexplained high blood glucose a few days prior to the phone call; woke up with readings of 152 mg/dl, corrected with bolus. Symptoms were nausea, dry mouth, and thirst. Her blood glucose at the time of the call was 102 mg/dl. She stated she had some medical issues and is going through menopause. The drive support cap was recessed, settings were correct, passed high pressure and self test. Found an error alarm in the history. The fill cannula was set to 2.3 units instead of 0.0 units. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.